Event description:
It was reported that during a remote follow up, noise resulting in oversensing and undersensing resulting in functional loss of capture and arrhythmia was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient is in stable condition and will continue to be monitored.